Event description:
It was reported that over the past years the patient had received the red rubber intermittent catheter without the coude notch indicator. The affected lots were ngfx1383, ngfz0157, nggq2744 ngfx2437, and ngfz4302.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that over the past years the patient had received the red rubber intermittent catheter without the coude notch indicator. The affected lots were ngfx1383, ngfz0157, nggq2744 ngfx2437, and ngfz4302.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The device was not returned.